Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2021 and customer was passed out. Customer¿s blood glucose level was over 600 mg/dl at the time of hospitalization. Customer was stated they gave her fluids but she treated with her own manual shot. Customer stated insulin pump had lot of motor error alarms and no delivery error and had to go to the hospital because of this. Customer able to clear alarm and pump rewind. The insulin pump will be returned for analysis.